Event description:
Menstruation ceased post uae. Three years post uae following polypectomy at cervical os and endometrial biopsy. Forty-eight hours later, developed green vaginal discharge and high fever. Unresponsive to treatment. Symptoms increased in severity including shooting abdominal pain, moderate to severe pain voiding, painful to touch and one episode of vaginal bleeding. Subsequently dx with pelvic inflammatory disease. Scanning revealed fibroid grew slightly.